Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3- estimated date d4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a closure using two prostyle devices relative to an unspecified procedure. Reportedly, when the suture was pulled the whole suture including the knot came out. The same issue occurred with the second prostyle device. The method used to achieve hemostasis was not provided. No additional information was provided.